Manufacturer narrative:
Device code-1494-off-label use in the tricuspid valve.the device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on available information, the reported slda and poor imaging appear to be due to procedural circumstances. It was reported that the procedure was used to treat tricuspid regurgitation. It should be noted that the intended use section of the mitraclip system, instructions for use (IFU) states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Since, the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device. However, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. The reported patient effect of tr was due to the reported slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the single leaflet device attachment. It was reported that this was an off label use of the mitraclip device to treat the tricuspid leaflet in the patient with grade 4 functional tricuspid regurgitation (tr). The first two mitraclips were implanted with tr at grade 3. Imaging was then more challenging because of shadowing from the two implanted clips. The third mitraclip was implanted and was thought to have sufficient leaflet capture. After clip deployment, a single leaflet device attachment was noted. In the physician's opinion, the slda was due to poor imaging. The septal tricuspid leaflet was no longer inside the mitraclip. The procedure was completed with grade 4 tr. There was no evidence of chordal rupture, tissue damage or any other leaflet injury due to the slda. No additional information was provided.